Event description:
It was reported that a intima-ii y 22gax1.00in prn/ec slm had damaged tubing before use. The following was reported by the initial reporter: "on the morning of (B)(6) 2021 , in the department of anorectal surgery, after opening the package, medical staff found that the extension tube was damaged and had not yet been used on the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-29. H6: investigation summary a device history review was conducted for lot number 0322641. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by the facility has been reviewed by our team of quality engineers. Based on the location of the leak they have determined that damage to the extension tubing was sustained during the manufacturing process, specifically during the flaring of the metal wedge responsible for securing the tubing to the adapter. To prevent future occurrences of this event, our team has implemented multiple adjustments to the flaring process to optimize performance; recent manufacturing runs have shown a significant reduction in the number damaged extension tubing occurring during the production process. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a intima-ii y 22gax1.00in prn/ec slm had damaged tubing before use. The following was reported by the initial reporter: "on the morning of (B)(6), in the department of anorectal surgery, after opening the package, medical staff found that the extension tube was damaged and had not yet been used on the patient."